Event description:
It was reported that the device failed to engage, which resulted in a sprained wrist. The device was turned back on manually, but then the issue reoccurred once they got to the hospital with a patient on the device.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that the fastener no longer facilitates proper cot operations during loading /unloading was likely not due to any defects. This alleged issue was likely due to user error. The issue was resolved for the customer by verifying functionality of the unit and ensuring nothing else was needed from stryker at this time. It was reported by (B)(6) that allegedly the power load system failed to engage the cot resulting in the work-related injury. In response to the alleged injury, a stryker quality assurance engineer contacted a executive director (B)(6) for further information regarding the caregiver injury. The caregiver strained their wrist and received ice as a treatment and went to two doctor appointments; no work was missed.

Event description:
It was reported that the device failed to engage, which resulted in a work related injury. The device was turned back on manually, but then the issue reoccurred once they got to the hospital with a patient on the device. Attempts are being made to gather additional details from the user facility.